Event description:
Patient was receiving crrt therapy to address acute renal failure. Patient suffering from acute pancreatitis and renal failure related to this. The crrt lines disconnected from the patient's central line at the connection. Approximately 500 ml blood was lost and the patient may have experienced an air embolism from the open central lines. Patient experienced bradycardia within seconds and needed life sustaining measures (CPR/acls). He was revived and continued to require vasopressors for blood pressure support. Manufacturer response for crrt pump, prismaflex system for critical care (per site reporter). The machine belongs to the (B)(6) dialysis organization. Their biomedical engineer examined the machine in the presence of our organizations biomedical leader. No issues with the pump were identified.